Event description:
Reporter indicated that a vns patient was explanted because of chronic diarrhea and seizures. The treating neurologist believed that the vns was "most likely not" causing or contributing to the patient's diarrhea. The diarrhea persisted after stimulation was inhibited. According to the patient, the diarrhea discontinued after explantation. Good faith attempts for additional information have been unsuccessful to date. The explanted generator and lead have been received. No anomalies were found with the lead other than normal explant related observations. The generator is still pending analysis.